Manufacturer narrative:
Evaluation revealed: device was in poor condition and damaged while improper handling. Event happened due to combination of faults. According to manufacturers records and knowledge, it was the first incident of this kind since start of production of this type of products back in 1969.

Event description:
B+h learned in 2007 about: trach speaking tube broke while in patient (flap over top of device dislodged and went down patient airway). Was replaced with new device through surgery.